Event description:
When the pump was interrogated on (B)(6) 2011, it showed a motor stall occurred on (B)(6) 2011. The patient had an MRI on that day and the pump had not been checked since. The pump noted the motor stall recovery on (B)(6) 2011 when the pump was interrogated.

Manufacturer narrative:
(B)(4).